Event description:
It was reported there was an alleged over infusion. There was patient involvement and patient harm is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information.

Event description:
It was reported there was an alleged over infusion. There was patient involvement, but the outcome is unknown. Upon further customer follow up through on-site visit with manufacturer representative, it was reported "patient came to nicu at around midnight nurse started an infusion of (dextrose 10%) d10w at 5.5ml/hr. Programming was reported as triple checked. Nicu policy is to check glucose by point of care (poc) one hour after infusion is started poc was 1100. Approximately 200 mls had infused from the 250 ml bag. This patient with an extended nicu stay. Required high flow o2 and electrolyte management." Onsite preliminary investigation performed by manufacturer technical practice consultant: external inspection of suspect device: the male and female iuis were observed to be in good condition. The door was observed to be in good condition. The door latch assembly was observed with a third-party sear attached. The platen and hinges were observed to be in good condition. No other issues or anomalies were observed. Testing: a sear test was performed by loading a primed IV set into the lvp. The door on the lvp was opened, and the sear failed to engage the safety clamp fully, causing unregulated flow on the lvp. This test was repeated with an additional new primed IV set, and the lvp failed again, causing unregulated flow. Alaris system maintenance rate accuracy testing pump module sn: (B)(6) was observed to have failed the timed rate accuracy procedure. The device was connected to alaris system maintenance (asm) to perform rate accuracy testing. The device was observed to have failed with an error of -4.1667% (passing is +3.4%), and it was stated that the pump may need to be calibrated. The recorded vpmr (volume per mechanical revolution) was observed to be 172.1 ¿l. The vpmr tolerance is between 153.9¿l and 188.1 l. Vtbi ¿ 12 ml +3.4% (volume to be infused) rate ¿ 500 ml/hr volume infused ¿ 11.50 ml log summary: a review of the pump module error log showed no errors or malfunctions on the event date of 6/8/2023. The pcu event log was reviewed with the customer. The log indicated that the device was programmed as intended by the nurse. One item to note from the log is on 06/08/2023 at 1:58:02 am, the door on the lvp was opened while the pump was running. The door stayed open for 5 seconds and then closed and restarted. This could have been a potential unregulated flow event for the five seconds the door was open.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Investigation summary: the reported over infusion of dextrose was not confirmed during a review of the pcu device logs. There was no device was returned to bd for laboratory testing. Laboratory testing of the suspect device could not be performed; however limited testing was performed at the customer site and the following observations were made: sear testing performed at the customer site, and it was observed the sear (third party part) failed to engage the safety clamp fully, causing unregulated flow on the pump module. This test was repeated with an additional new primed IV set, and the pump module failed again, causing unregulated flow. The suspect pump module was observed to have failed the timed rate accuracy procedure (asm) at the customer site. The device was observed to have failed with an error of -4.1667% (+/- 3.4% error). This was considered an incidental finding unrelated to the reported over infusion complaint. The customer provided an event date and time of 08 june 2023 between the hours of 1:00 am to 2:00 am. A summary of the incident infusion was performed using the provided information. At 1:08 am, the suspect pump module was programmed/started a dextrose 10% (drug ID 47) infusion with a rate of 5.5ml/h and a vtbi of 5ml. Primary volume infused (pvi) was recorded as 0ml. At 1:58 am, the suspect module alarmed for door open, five (5) seconds later the door was closed, and the infusion was restarted. Pvi was recorded as 4.65ml. At 2:04 am, the infusion completed, kvo started, the user restored the previous vtbi of 5ml and the infusion was started. Pvi was recorded as 5.00ml. At 2:06 am, the module was channeled off and the system is powered off. Pvi was recorded as 5.189ml. Additionally, the pcu event logs could not determine the volume contained in the infusion bags either at the start or end of the infusions. A review of the suspect pump module device logs observed no error or malfunctions. Onsite inspection of the suspect pump module observed the door latch, sear assembly, and pivot latch screw to be from a third-party manufacturer. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. Third-party parts have not been validated by bd for safety and efficacy with alaris system products. The suspect administration set was not returned for investigation; therefore, it could not be inspected or tested.

Event description:
It was reported there was an alleged over infusion. There was patient involvement, but the outcome is unknown. Upon further customer follow up through on-site visit with manufacturer representative, it was reported "patient came to nicu at around midnight nurse started an infusion of (dextrose 10%) d10w at 5.5ml/hr. Programming was reported as triple checked. Nicu policy is to check glucose by point of care (poc) one hour after infusion is started poc was 1100. Approximately 200 mls had infused from the 250 ml bag. This patient with an extended nicu stay. Required high flow o2 and electrolyte management." Onsite preliminary investigation performed by manufacturer technical practice consultant: external inspection of suspect device: the male and female iuis were observed to be in good condition. The door was observed to be in good condition. The door latch assembly was observed with a third-party sear attached. The platen and hinges were observed to be in good condition. No other issues or anomalies were observed. Testing: a sear test was performed by loading a primed IV set into the lvp. The door on the lvp was opened, and the sear failed to engage the safety clamp fully, causing unregulated flow on the lvp. This test was repeated with an additional new primed IV set, and the lvp failed again, causing unregulated flow. Alaris system maintenance rate accuracy testing pump module sn: (B)(6) was observed to have failed the timed rate accuracy procedure. The device was connected to alaris system maintenance (asm) to perform rate accuracy testing. The device was observed to have failed with an error of -4.1667% (passing is +3.4%), and it was stated that the pump may need to be calibrated. The recorded vpmr (volume per mechanical revolution) was observed to be 172.1 l. The vpmr tolerance is between 153.9 l and 188.1 l. Vtbi ¿ 12 ml +3.4% (volume to be infused). Rate ¿ 500 ml/hr. Volume infused ¿ 11.50 ml. Log summary: a review of the pump module error log showed no errors or malfunctions on the event date of 6/8/2023. The pcu event log was reviewed with the customer. The log indicated that the device was programmed as intended by the nurse. One item to note from the log is on 06/08/2023 at 1:58:02 am, the door on the lvp was opened while the pump was running. The door stayed open for 5 seconds and then closed and restarted. This could have been a potential unregulated flow event for the five seconds the door was open.